Manufacturer narrative:
H3. Catheter: analysis identified damage to the connector that is consistent with difficulty detaching the catheter from the pump. Visual inspection identified there was damage to the transition tubing. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Pump: analysis identified a power-on reset had occurred but could not determine the cause. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving baclofen 3000 mcg/ml 796.7 mcg/day via an implanted pump. It was reported that the physician was unable to disconnect the pump segment from the pump while removing the pump. There were no known environmental/external/patient factors that may have led or contributed to the issue. The physician cut the catheter and attached a new pump segment for the new pump being implanted. The issue was resolved at the time of this report. The hcp has no further information for medtronic.